Event description:
It was reported the patient was scheduled for a total system revision for (B)(6)-2013 but the patient wanted to have their system removed and didn¿t want to go through the lead replacement process. It was stated the reason for the revision was the wires were shorting together.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v937761, implanted: 2012-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).